Event description:
A call was received through technical services, reporting the patientreceived 30 inappropriate shocks due to oversensing. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information received on the event reporting lead fracture.

Event description:
A call was received through technical services, reporting the patient received 30 inappropriate shocks due to oversensing. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information received on the event reporting lead fracture. Further it was reported a lawsuit alleged the patient suffered physical and other injury as a result of the lead. Patient experienced inappropriate & excessive shocks, fracture and other injury requiring medical intervention. Patient sustained & will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Patient suffered physical injuries and various manifestations of emotional distress. Defective lead and lead failure also alleged. There were further allegations made by an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.